Event description:
It was reported that approximately two months earlier the patient presented to the physician with the pump of his inflatable penile prosthesis (ipp) device working intermittently. It would work on some occasions but not on others. The pump would not re-inflate and the cylinders would not either. During the surgery the physician was able to replicate the issues both prior to the procedure and after the pump had been loosened from its capsule. The reservoir was checked and still held approximately 100ml of fluid. The surgeon identified the pump as the issue so he explanted the old pump and implanted a new pump. The original cylinders and reservoir were left implanted. The surgery was completed with no known complications.